Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited false pause episodes due to under-sensing. No intervention was performed. The patient experienced no adverse consequences.

Event description:
New information received on 05 jan 2021 indicating that programming changes were made to address the issue of under-sensing. However, the changes made resulted in the insertable cardiac monitor to over-sense noise. No further intervention was performed. The patient would be continue to be monitored.